Manufacturer narrative:
(B)(4). Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip. Pump received with broken reservoir tube lip, missing reservoir tube o ring, broken battery tube threads, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube window. The test infusion set and reservoir does not lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on casing and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.